Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsv4b8, tapered screw-vent implants with mtx surface for evaluation.visual evaluation / functional test was performed, product evaluated and filed. - only implant returned without any malfunction. - mount was not returned.this complaint refers to the tsv4b8, tapered screw-vent implants with mtx surface. DHR review was completed for the subject lot number 1251429. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251429 for similar events and no other complaint was identified. Review completed utilizing keywords: mount fracture the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 3, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. However, a definitive root cause could not be identified. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during clinical procedure the green insertion coping snapped upon placing at implant tooth site #30; therefore, it was removed, and a new implant was placed.